Manufacturer narrative:
Updated section h2, h3, h6. Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color after a cerebrovascular stenosis opening procedure. Manual compression was used for hemostasis. There was no reported patient injury. During use, there was no difficulty connecting the sheath and device, the indicator wire cowling locked with an audible click, pulsatile bleed-back was observed, and the device and sheath were retracted together until bleed-back slowed or stopped. The indicator window did not show red color during retraction. When removed, the indicator wire loop was deployed without anomalies. The procedure was performed using a retrograde approach with a non-cordis vascular sheath. The physician was certified on the use of the exoseal vascular closure device (vcd), and the device was stored and prepared according to the instructions for use (IFU). Angiography confirmed femoral artery suitability with an appropriate insertion angle and vessel diameter =5 mm. The puncture site showed mild calcium/plaque but no tortuosity, stent, stenosis >50%, pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The patient¿s body mass index (bmi) was greater than 40. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufactured position, and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, it was denoted that the reported event explains that the indicator wire was observed to be deployed when the device was removed from the patient; nevertheless, this is not aligned with the received conditions of the unit evaluated. Additionally, the delivery shaft end showed a warped condition, which could have resulted in a compromised state of the indicator wire port. The functional deployment simulation could not be conducted as intended. Although the guard was reset in an attempt to deploy the indicator wire, the plug was found to be completely swollen, which blocked the indicator wire port and prevented normal deployment. To continue the evaluation, the device was manually opened, and the indicator window was moved into the black/black position. This allowed the deployment lever to be fully depressed, successfully resulting in both the expected plug deployment and the indicator window shift to the black/white/red position. A high-magnification microscopic evaluation was executed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device as it passed functional analysis by achieving all three stages of the indicator window and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the functional test could not be fully performed due to the received condition with the plug completely swollen and dried, not allowing the mechanism to move appropriately. However, as this condition would not have been experienced by the user, testing of the indicator window within the handle was performed and it was able to achieve all three stages of the indicator window during functional analysis. Another condition of ¿indicator wire deployment difficulty unable¿ was observed on the returned device as the cowling guard was received locked and the indicator wire was not deployed. During the analysis, the cowling guard was reset to deploy the indicator wire, and the plug was found to be dried and completely swollen, which blocked the indicator wire port and prevented normal deployment. However, it is likely that the indicator wire deployment issue was experienced by user although it was not reported and may have resulted in the indicator window no change to indicator issue reported. Additionally, the end of the delivery shaft was observed warped. If this condition was present during use of the device, this could also have contributed to the issue with the usage of the device. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal¿ vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Caution: pulsatile flow is necessary for proper exoseal¿ vcd positioning. If pulsatile flow is not observed from the bleed-back indicator, discontinue the procedure. While holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. R: 213 (c19) 3211 (B)(6). C: 67 (d14) 4315 (d15).

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color after a cerebrovascular stenosis opening procedure. Manual compression was used for hemostasis. There was no reported patient injury. During use, there was no difficulty connecting the sheath and device, the indicator wire cowling locked with an audible click, pulsatile bleed-back was observed, and the device and sheath were retracted together until bleed-back slowed or stopped. The indicator window did not show red color during retraction. When removed, the indicator wire loop was deployed without anomalies. The procedure was performed using a retrograde approach with a non-cordis vascular sheath. The physician was certified on the use of the exoseal vascular closure device (vcd), and the device was stored and prepared according to the instructions for use (IFU). Angiography confirmed femoral artery suitability with an appropriate insertion angle and vessel diameter =5 mm. The puncture site showed mild calcium/plaque but no tortuosity, stent, stenosis >50%, pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The patient¿s body mass index (bmi) was greater than 40. The device will be returned for evaluation.